Event description:
It was reported that the left implantable neurostimulator (ins) was at end of life. The site indicated that the depletion was normal. The sites focused on battery potential numbers and refer to neurosurgeon for battery change at 3.66-3.67. The patient was seen on (B)(6) 2014 when left battery was at 3.67 and the patient did not have a battery change until the month prior to report. The surgery was put off due to tooth abscess. The site was unaware if the battery was depleted or not prior to surgery. The patient reported intermittent hearing ¿clicks.¿ the patient felt electrical shocks and right face pulls. Upon device interrogation by the patient at home the ins was found to be off. It had been occurring 3 times a week. The symptoms were expected to be related to the device at end of life. The actions taken included explanted/replaced. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v087596, implanted: (B)(6) 2008, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v388252, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The battery was at normal end of life and telemetry output was okay.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced paresthesia secondary to left ins end of life (eol). Device interrogation on (B)(6) 2014 determined low left ins battery.